Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not available per the customer.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber broke in the fiber body. No fiber fragments fell inside the patient. The fiber was being used with a lumenis p120h console at a setting of 2joules 50 hertz. It was noted that the fiber was not broken before use and it was not broken in the sealed package. The fiber had been reprocessed and re-sterilized two times prior to this procedure. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber broke in the fiber body. No fiber fragments fell inside the patient. The fiber was being used with a lumenis p120h console at a setting of 2joules 50 hertz. It was noted that the fiber was not broken before use and it was not broken in the sealed package. The fiber had been reprocessed and re-sterilized two times prior to this procedure. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not available per the customer. Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.